Event description:
It was reported that the customer received a compromised force sensor system alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. A corroded motor home switch was noted during the visual inspection. The insulin pump was rceived with minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.